Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10mg/ml at 10.07 mg/day) via an implantable pump for an unknown indication for use. It was reported it was planned to refill [the pump] on (B)(6) 2021. However, the patient heard the alarm from their pump two to three days prior to (B)(6) 2021. On (B)(6) 2021, the patient went to the hospital to check the pump status. After interrogating the pump, the log showed the low reservoir alarm occurred on (B)(6) 2021 and the empty reservoir alarm occurred on (B)(6) 2021. However, the physician could still aspirate 5 ml of drug from the reservoir port. The physician would wait to monitor at the next refill visit. The issue was not resolved. The patient status was alive - no injury. Surgical intervention did not occur nor was planned. There were no reported contributing factors. There were no reported symptoms. Further complications were not reported. Images of a session report were provided. The low reservoir alarm volume was 1.0 ml. The logs indicated the low reservoir alarm occurred on (B)(6) 2021 at 09:38 am and the empty reservoir alarm occurred on (B)(6) 2021 at 10:15 am.